Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance with rewinding the pump. The customer mentioned having had high blood glucose of 490mg/dl. The customer was assisted with conducting bolus and rewinding pump. The customer declined to troubleshoot for highs.